Event description:
Tried a dentek over the counter oral appliance to help with teeth grinding. I wore it at night and followed the directions. The device prevented my back teeth from touching. After wearing it for one month I began to wake up with jaw joint pain which I never had before. I stopped wearing it immediately and now feel as if my bite has shifted and have jaw pain in the mornings when I wake up.